Event description:
On 8/15/95, a 78-yr-old male had a vena cava filter inserted. On 8/21/95, he was readmitted and transferred to a medical ctr for removal of the filter, which had migrated to the right pulmonary artery.